Manufacturer narrative:
Dental implant fell from insertion tool. No implant was placed during procedure. Same day removal. Not sure if this need to be reported but patient may have an additional surgical intervention. Product was not in patients mouth. User error.

Event description:
Dental implant fell from insertion tool. No implant was placed during procedure. Same day removal. Not sure if this need to be reported but patient may have an additional surgical intervention.